Event description:
It was reported that approximately two years post chronic catheter repair procedure, the metal stent allegedly got detached and got stuck in the line which teared the line once again. It was further reported that it was able to cut off the impacted part of the line and repair the line once again. Reportedly, the catheter was injected with difficulty. Additionally, it would have been much worse if the stent would have moved further into her body. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.